Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that they experienced high blood glucose level and alarmed compromised force sensor system also insulin squirt out during manual prime. Customer's blood glucose value was 438 mg/dl at the time of the incident. Current blood glucose was 250 mg/dl. Drive support cap was sticking out. The customer was assisted with troubleshooting and declined for high blood glucose. The customer was treated for high blood glucose level. Customer will be returned device for analysis. Frn unknown; inf set unknown.